Manufacturer narrative:
510k: this report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent for a hardware removal of right olecranon surgery due to malunion. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was stable. This complaint involves eight (8) devices. This report involves one (1) unk - screws: locking. This report is 8 of 8 for (B)(4).